Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During atrial fibrillation procedure, just after placing the sheath and prior to inserting any catheters or a transseptal needle, air was aspirated into a syringe that connected to the extension port of the sheath. Several aspirations were attempted but the air was still aspirated into the syringe. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.